Event description:
The customer called for help with her contour meter. While troubleshooting, she performed control tests and rec'd a result of 60 mg/dl the normal control range was 110-152 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.